Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 266 mg/dl at the time of the incident. Customer stated that his pump was running through batteries in less than a day. Customer reported that the drive support cap appears normal. Customer stated that it was possible but doubtful that the pump had been exposed to a high magnetic field. Customer had more than one motor error alarm within the last 30 days in the alarm history. Customer stated that he will revert to pens for the time being. Customer declined to troubleshoot for battery issues. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.